Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log review, the customer problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that had an occlusion. There was unknown patient involvement, and unknown signs or symptoms experienced.